Event description:
Patient reported right side rupture, with pain, narrow fluid spaces along the implant and macrocalcification. The report of fibroadenoma is deemed not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b6, h6.

Event description:
Patient reported right side rupture, with pain, narrow fluid spaces along the implant and macrocalcification. The report of fibroadenoma is deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "rupture, pain, fibroadenoma, narrow fluid free hem along the implant on the inner quadrant and grouped macrocalcification" via ultrasound. Healthcare professional later reported "adenosis" via MRI. This record is for the right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ cysit(s): unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: not observed through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture, pain, fibroadenoma, narrow fluid free hem along the implant on the inner quadrant and grouped macrocalcification" via ultrasound. Healthcare professional later reported "adenosis" via MRI. This record is for the right side. The device was explanted and replaced with another manufacturer's device.